Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging calcode issue with a one touch ultramini meter. The patient indicated that the alleged issue started on (B)(6) 2010, at 11:30 am. An hour and a half after the alleged issue began, the patient claimed that she developed a symptom of lightheadedness, and spaced out and passed out. Due to the alleged issue, the patient also claimed that she received a glucagon injection as treatment from an unidentified health care professional (hcp). At an unclear time during the time of concern, the patient also claimed that her blood glucose was tested on an ER/hospital meter and a result of "208 mg/dl" was obtained. The medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010, but she was unwilling to provide any additional information. It is unclear if the patient was able to test her blood glucose with the reported lfs meter or any other device before the reported symptoms developed. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she passed out and received a glucagon injection from a hcp after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.